Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that in (B)(6) 2009, battery voltage was 2.76v with 3.5 years remaining estimated longevity. Today device is at 2.77v, 1531 ohms with eri indicated on (B)(6)2010. The device had a power on reset. All desired parameters were re-programmed and the remaining longevity estimate returned to 3.5 years. The device remains in use. No patient complications have been reported as a result of this event.